Event description:
It was reported that during a carotid case in the left internal artery, the pt became unresponsive (lost right side motor skill and aphasia) after post-dilation with a balloon catheter. The stent was placed without incident and the filter was retrieved and flow resumed normal. Follow-up angio there was blood flow; however, the stent appearance was unusual; the strust appeared jagged. The physician is unsure why the pt is unresponsive; however the symptoms are still present.